Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, the device appeared to have blood residue. During functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were fully engaging with the device housing. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. There were no other anomalies found. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the right bumper was bent. Additionally, the tangs did not appear to be damaged or deformed. Therefore, the investigation is unconfirmed for the reported self-activation problem as the device prime, fire properly and obtain samples. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2023)

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the device allegedly self activated. Coaxial needle was not used and the another device was used to complete the procedure. There was no reported patient injury.